Event description:
It was reported surgical intervention will be undertaken to more the ipg to a new location due to irritation at the ipg site. The pt denies having warmth or redness only discomfort at the site. The ipg is in the right buttock. Follow-up identified the ipg was explanted and replaced with a smaller ipg and the pocket was moved higher into the lower back. The physician opted for the smaller ipg to cause less discomfort. Effective stimulation and coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.